Event description:
Boston scientific received information that, during a routine follow-up, noise was displayed in the right atrial (ra) channel. An x-ray was performed, and revealed this ra lead had dislodged. The decision was made to explant and replace this ra lead. It was noted that the suspected cause for the dislodgement was due to insufficient slack left on the lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observation indicated a complete lead was returned. There was dried blood noted in the helix housing, and there was tissue entwined in the helix. This lead passed the continuity test with manipulation. Analysis could not confirm the initial allegation of dislodgement.